Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. In addition, it was reported that the pump history was displayed inaccurately. Customer's blood glucose level ranged from 70-180 mg/dl. Ultimately, the pump history began to display the correct data.